Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted colectomy, the subject device was used. The device could not activate output any more. When the wiped the device with a piece of gauze outside the pt, the probe of it broke off. The procedure was completed with another thunderbeat. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke off at 16.5mm from the distal end. There was scratch around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. The ptfe pad wore severly and the metal part was exposed. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the probe with cracks was broken by physical stress when the nurse wiped it for cleaning. The cracks were developed from the scratch on the probe by stress during the procedure. The scratch was made since the user activated output with contacting the probe with some hard objects. The severely wear of the ptfe pad was attributed to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed, which caused a local increase of the temperature due to a friction between the probe tip and the grasping section. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do no activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the eval, this report appears to be related to user handling.